Event description:
It was reported that following an audio notification on the device, high defibrillation impedance was noted on the right ventricular (rv) lead. The increase in impedance was suspected to be due to a conductor fracture on the rv lead, however, no damage was visually observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture and high defibrillation impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination of the entire lead found no indication of fractures on any of the conduction paths. Electrical testing did not find any indication of conductor fractures or internal shorts.